Event description:
This involves new baxter one-link needle free IV connector used on IV ports and central lines. Baxter IV connectors prevent adequate flow through pivs and central lines. Staff have noted similar events on multiple patients.brought patient to CT to scan with contrast. Noted that piv was no good because of bad flow and/or flush; technicians encountered difficulty in flushing and were unsure if contrast could be inserted at adequate pressure. When cap was removed and flushed directly at hub of piv, piv flushed with no resistance. Baxter connectors have a type of negative pressure (resistance) within, creating increased difficulty of rapid infusion of fluids/ blood, or even quick flush. In this case, the test could be completed without the cap and without having to restart another IV line. However, in some cases, the IV may be restarted because the provider believes that the line is not adequate, when in fact it is.